Event description:
A customer reported a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact on the customer¿s blood glucose level. Customer initially had issues reloading the original cartridge but was able to successfully resume insulin therapy after technical support assisted them in loading a new cartridge using the proper technique. The issue was resolved.